Event description:
One pt with discrepant sodium results. Initial result in 2008, 128 mmol/l. Same sample was repeated eleven times in the next day, gave 134, 130, 129, 135, 135, 131, 130, 134, 129, 130, and 134 mmol/l. Same sample repeated three times in the next day gave 137, 138 and 136 mmol/l. The initial result was not reported. If additional info is received appropriate notifications will be provided.